Manufacturer narrative:
(B)(4). (Intervention required, non-union) neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore were unable to determine the definitive cause of event.

Event description:
It was reported that patient with l4 spondylolisthesis underwent posterior lumbar interbody fusion at l4/5. Post-operatively, images revealed ¿erosion¿ and it caused unsuccessful bone union. Neurologic symptom was observed in the patient. As a result, revision surgery is scheduled on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.